Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Insulin pump received with missing display window, cover, cracked case, cracked case-corner of belt clip rails, and broken battery tube threads. Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that they hear fluid when insulin pump was shaken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.